Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery because the patient had some pain and was taken for poly swap/gutter debridement and culturing. The cultures showed infection so the implants were removed. The patient received a cement antibiotic spacer. The plan is to convert to invision system following antibiotic treatment and clearance of any active infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery because the patient had some pain and was taken for poly swap/gutter debridement and culturing. The cultures showed infection so the implants were removed. The patient received a cement antibiotic spacer. The plan is to convert to invision system following antibiotic treatment and clearance of any active infection.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.